Manufacturer narrative:
Suspect device software version: version 11.0.4.

Event description:
It was reported that communication difficulties were encountered when a physician¿s programming system was used with a company representative¿s known working demo generator. The wand battery was checked and the green power light indicated it was functioning as expected. A known working wand was used with the physician¿s programming system and succeeded in communicating. The white usb to db9 serial adapter cable that was left attached to the physician's wand was exchanged, so that the tested configuration was the physician¿s tablet, a known working serial adapter cable, and physician¿s wand, and communication succeeded. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.